Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from discomfort, pain, stiffness, loss of motion, and upon information and belief, osteolysis, loosening and/or dislocation of the hip, all of which results in difficult and painful mobility and ambulation, and he has or is at risk for metal toxicity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2007. Because the patient has not been revised only the liner and head part/lot information will be added as the last product is an unknown hip and it is unknown what is specifically the issue of the complaint therefore it is unknown what other products need to be inputted. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part/lot code combination was not provided for the unknown device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 03, 2017. Pfs and medical records received. Pfs alleges hip popping at times. After review of the medical records for MDR reportability, it was reported on the operative notes that the patient had bilateral trochanteric bursitis, infection, elevated ions levels, and metallosis. At this time, its unknown if depuy products are involved in the right hip as they noted bilateral. No laboratory values provided. The hole eliminator is now being reported as it was removed for infection. Spacers were placed on (B)(6) 2016 and she was reimplanted on (B)(6) 2016. There was no mention of osteolysis dislocation or loosening as previously alleged. This complaint was updated on apr 20, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.